Event description:
It was reported that a patient in the or is not meeting target temperature. The device is on auto mode, with a goal temperature of 36.0 and a current patient temperature of 35.2. The esophageal temperature probe is correlating with secondary nasal temperature probe. The current water temperature is 40 with no device alarms, the patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon communication with the reporting facility it was stated that the issue was resolved and there was no product issue. Based on this information it was determined that this event was likely not due to any component level malfunction. Section h4 manufacturing dated and section h6 codes have been corrected.

Event description:
It was reported that a patient in the or is not meeting target temperature. The device is on auto mode, with a goal temperature of 36.0 and a current patient temperature of 35.2. The esophageal temperature probe is correlating with secondary nasal temperature probe. The current water temperature is 40 with no device alarms, the patient was not adversely affected and no clinically relevant delay in treatment was reported.